Event description:
On (B)(6) 2011, customer reported a fluid leak under the retic module on the lh750 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer examined the instrument and isolated the leak to a worn tubing at the retic stain pump. Fse replaced the tubing and solved the issue. Fse repairs were verified per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).